Event description:
It was reported via repair work order that the bed was missing parts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was missing parts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initial reported that the bed was missing parts. Upon evaluation it was determined that the headboard or footboard was missing from the unit. No other components missing. The issue reported is not likely to contribute to serious injury or death because the caregiver would be aware of the missing headboard or footboard. These will result in a cosmetic and annoyance issues only. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Manufacturer narrative:
Conclusion: this case was cancelled by the customer. No repair was done by stryker.